Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, following an internal fixation surgery performed on an unspecified date to treat a radius fracture with a d-rad single use kit plating system, the patient experienced notable pain, an unexpected decrease in range of motion of the wrist and a bone collapse in an unspecified region of the wrist. A plate removal was required to treat this adverse event. Although the patient was followed up for two (2) postoperative months, an onset date for the reported symptoms is not known. The patient achieved radiographic union of the fracture 2 months post initial implantation. No further information is available.

Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the device, could not be returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, as of the date of this investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The data was collected from the post-market clinical follow up activity (pmcf) was anonymous, no further information will be provided. Consequently, without the requested clinical information, a thorough clinical assessment cannot be performed at this time. The impact to the patient beyond that which has already been reported cannot be confirmed nor concluded based on the information provided. Therefore, no further medical assessment is warranted at this time. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for d-rad smart pack¿ system revealed that fracture fixation devices are only used to aid in healing; they are not a substitute for normal intact tissue or bone. The anatomy of human bones presents limitations with respect to the size or thickness of bone screws or plates, thus the strength of implants is limited. Repeated stress will cause the implant malperformance. Postoperative instructions to patients and appropriate nursing care are critical. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include alignment, size selected of the device used, wear, traumatic injury, joint tightness, patient condition or postoperative care. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Internal complaint reference number: (B)(4).

Manufacturer narrative:
Corrected data: b5 (narrative), g2 (source: pmcf conducted in the UK), h6 (health effect - clinical code, health effect - impact code). H11: additional information has been received from the site conducting this pmcf.

Event description:
It was reported that, following an internal fixation surgery performed on an unspecified date to treat a radius fracture with a d-rad single use kit plating system, the patient experienced notable pain, an unexpected decrease in range of motion of the wrist and a bony collapse in the distal radius at fracture site. A plate removal with exchange to an unspecified intra-articular metalwork was required to treat this adverse event. An onset date for the reported symptoms is not known. The new intra-articular metalwork was removed three (3) months after insertion, and the patient was discharged with resulting arthritis. A joint fusion has been discussed as an option for pain but the patient has not been re-referred. No further information is available.